Manufacturer narrative:
Result: steer cable for the brake came out of position, and was in front of the pedal, interfering with the brake's proper function.

Event description:
It was reported by svc report that the brakes would not always set. No pt involvement or adverse consequences were reported.